Event description:
The pca low fluid volume alarm sounded with 3.8ml in pca bag. Bag changed, 48cc in dilaudid bag. Pca pump indicated medication infusion. Physician called and informed of 48cc in bag, with pain level at 1. Prescription changed. Pain control had been acceptable to patient prior to bag change.the reported pump has been found and was evaluated by a biomedical engineering technician. The pump was tested for the following:operational checkout.fluid output.occlusion alarm upstream and downstream.settings.the pump appeared to operate normally and the reported problem could not be duplicated under normal operation.it was noted that the upstream occlusion alarm was switched off. This could possibly have caused the pump to not detect a problem if the hose was pinched off when the case was closed. This could possibly have caused the pump to not allow the medication to be delivered due to a pinched hose.the upstream occlusion alarm was switched back on by our department and the pump is now ready to go back into operation.